Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate therapy was delivered while the device was in backup vvi mode due to event queue overflow of the merlin transmitter. The device was reprogrammed and the patient is in stable condition.